Event description:
A report was received that the patient's ipg is sideways inside the pocket site and causing discomfort and trouble charging. The patient underwent a pocket revision and is doing well.